Event description:
It was reported that stent explantation occurred. The 99% stenosed target lesion was located in the moderately tortuous and greater than 5mm in diameter proximal right coronary artery. A 24 x 4.00mm promus premier¿ stent was advanced and deployed in the lesion. Then a non bsc retrieve catheter was inserted. When the device was advanced to 1.5mm from the distal tip of the 24 x 4.00mm promus premier¿ stent, the retrieve catheter became stuck and could not be moved forward. When removing the retrieve catheter, the physician encountered resistance and felt that the stent struts of the recently implanted stent were caught but continued to remove the retrieve catheter. It was then noted that the stent was also removed and was found to be inside out. A 3.5mmx24mm non bsc stent was implanted in the target lesion and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the stent had detached from the balloon and was entangled in the device guidewire and a filterwire basket and filter. Only the stent was returned for analysis. The entire stent appears severely damaged and severely stretched and is likely to have experienced excessive tensile forces during attempts to withdraw/move the stent. The stent delivery catheter was not returned for analysis and as a consequence it is not possible to determine the condition of the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "the stent inner diameter should approximate 1.1 times the distal reference vessel diameter." "The promus premier stent is available in 4 stent models each designed for specific diameters as follows: small vessel (sv): 2.25 mm. Small workhorse (swh): 2.50, 2.75 mm. Workhorse (wh): 3.00, 3.50 mm. Large vessel (lv): 4.00 mm". "Care must be exercised when crossing a newly deployed stent to avoid disrupting the stent placement, apposition, geometry and/or coating." (B)(4).

Event description:
It was reported that stent explantation occurred. The 99% stenosed target lesion was located in the moderately tortuous and greater than 5mm in diameter proximal right coronary artery. A 24 x 4.00mm promus premier stent was advanced and deployed in the lesion. Then a non bsc retrieve catheter was inserted. When the device was advanced to 1.5mm from the distal tip of the 24 x 4.00mm promus premier stent, the retrieve catheter became stuck and could not be moved forward. When removing the retrieve catheter, the physician encountered resistance and felt that the stent struts of the recently implanted stent were caught but continued to remove the retrieve catheter. It was then noted that the stent was also removed and was found to be inside out. A 3.5mmx24mm non bsc stent was implanted in the target lesion and the procedure was completed. No patient complications were reported and the patient's status was good.